Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could could not be determined, however, it can be presumed that the likely caused by applying stress such as the following: -physical stress such as rubbing or hitting insertion section. -chemical stress by conducting reprocessing not recommended in instructions for use (IFU). -stress by inferior storage environment (in direct sunlight, at high temperature, in high humidity, exposed to x-rays and/or ultraviolet rays, etc.) The event may be detected by following the IFU which state: "important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "1.4 precautions: if cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." "The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; a waterproof failure was found due to a pinhole in the bending section cover. In addition to the coating on the connecting tube which was found to be peeled off (over 1mm2), the evaluation findings are as follows: the light guide was broken, the connecting tube was dented and corrugated, and the angulation in the up direction was out of standards due to wear of the angle wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a leak from the bending part while using the evis lucera bronchovideoscope. The issue occurred during preparation for use for a diagnostic procedure, there was no delay and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and the coating on the connecting tube was found to be peeled off (over 1mm2). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.